Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was concluded that the customer already resolved the issue. The field service engineer has not been dispatched since the customers have already addressed the problem. The system functioned as intended after customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, the drawer was not showing up on communication bus. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.